Event description:
It was reported that one cylinder of this inflatable penile prosthesis (ipp) migrated outside of the corpora cavernosa. Also, it was reported that one cylinder was not inflating as expected due to a fluid loss. The ipp was explanted and replaced it with a tactra. There were no patient complications reported.